Event description:
It was reported that "there is an occurrence tha the soft alarm was not generated even when the saturation of the baby went to 80. It has taken a long time to produce hard/loud alarm when the level reaches the maximum". No patient harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.